Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. Physio determined that the cause of the observed issue was that filter, designator fl29 was physically broken.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.